Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the device onsite and confirmed that the system cannot boot up. Upon functional testing, fse found that the host pc's hard disc light does not flicker, the host does not start normally due to the higher volts than the power supply of the device, but external power supply was normal. Fse suggested to replace the host pc. The customer was normally using the external power supply. After repair the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the display will not boot up. The device was not in clinical use.